Manufacturer narrative:
Additional narrative: depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 11/11/2016- medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
On 7/7/2016 medical records received. After review of the medical records for MDR reportability,the revision notes reported that the patient previously slipped and fell, fracturing his trochanter, the locking ring was broken. The surgeon reported that the broken locking ring was "clearly related" to the fall. The patient had avulsed the fracture. The complaint was updated on: 07/26/2016.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 9/23/16 medical records received. After review of the medical records for MDR reportability, the patient was stated to have also suffered from dislocations. There is no new additional information that would affect the existing investigation.